Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to b5, e2 to health professional and e3 to biomedical engineer, g2 by adding health professional, and h6.4 by removing 3005-output problem. Updated h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the reported event could not be confirmed, and the definitive root cause of the reported issue could not be determined. However, it was recommended by the olympus technical assistance center sales representative to the customer to obtain another maj-1430 and methodically swap known reliable components with suspect components. If problem persists, customer to send device in for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had an intermittent no video signal. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an intermittent error code 311 (white balance incomplete) on monitor screen and intermittent no video signal. The issue occurred during an unknown event. There were no reports of patient harm.